Manufacturer narrative:
Although the device was discarded a video sent by the customer was reviewed, and the reported event of leakage was confirmed. The video showed a tuohy borst introducer inserted into a patient. Leakage was noticed between the valve housing and sheath hub.

Manufacturer narrative:
Reference CAPA-20-00141.